Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2019; dtba1qq crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks following implant, the left ventricular (lv) lead exhibited an elevated pacing threshold. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.